Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: approximately 10 years ago (date of implant is unk, (B)(6) 2015 will be used for this report), the patient was implanted with gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that follow up images revealed bi-lateral distal endoleaks. The physician reintervened on (B)(6) 2025, the left side gore® excluder® iliac branch endoprosthesis was implanted (rlt device). On the right side (plc device), the physician coiled and covered the right internal iliac artery and implanted a device to extend into the iliac artery and seal the endoleak. The patient tolerated the procedure. Aneurysm sac enlargement (amount is unknown). Both iliac arteries had degenerated/expanded over the years and became malapposed.